Event description:
It was reported that during a supply change with an inset infusion set, the inset did not deploy properly and fell off the applicator, after which the agent provided education and walked the user through a site-only change and proper connection of the cartridge and tubing, and insulin delivery resumed. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the relevant component was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.